Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-00798. It was reported the patient underwent surgical intervention due to skin erosion occurring above one of the patient's occipital leads. The patient's lead was removed and the physician implanted a new lead slightly lower than the initial incision.